Event description:
The doctor was using a drill bit to repair a quad tear on this patient. The drill end snapped off at the beginning of the drilling. This happened with the 2.4 x 2 and a 3.2 x 1. The fourth attempt was successful. The tips of the drills were not embedded a lot so they were retrieved easily. No metal was left in the patient from the drill bits. The procedure continued on with no harm to the patient.